Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was not duplicated. Multiple "high alarm displayed downstream occlusion alarm messages were found in the pump's event history logs and air bubbled of the sensor seal. Replaced the downstream occlusion sensor. The cause of the reported problem could not be determined.

Event description:
It was reported the device failed calibration during testing. No patient injury was reported.